Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on november 01, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas for pancreatic pseudocyst drainage during a hot axios stent placement procedure performed on (B)(6) 2022. During the procedure, the first flange was deployed; however, the physician noted that the first flange deployed in the cyst wall instead of the cyst cavity. The stent was removed together with the scope and another axios stent was used to complete the procedure. There were no patient complications as a result of this event.